Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during drain 1 of 4. The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power to clear it. The hp would finish with new supplies. The hp stated that the patient line was damp and the floor had fluid on it. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem is confirmed because a leak in the disposable set is known cause for this type of alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.